Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo concentric lesion in the distal left anterior descending artery. A 2.25x12mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation; however, the balloon ruptured during first inflation before reaching 10 atmospheres. The procedure was successfully completed with an unknown bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.